Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - the customer reported that they will not return the defective part/unit for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device will not be returned.

Event description:
It was reported to vyaire medical that the vela ventilator immediately when powered on, vent inop (ventilator inoperable), motor fault, low pip(peak inspiratory pressure) and xdcr( transducer) fault alarms triggered. The customer confirmed that there is no patient involvement associated with this reported event.